Event description:
Account stated the brakes are not holding. No injury reported. No serial number available. Account stated when he engages the brake pads, the caster base lower frame foot seems to move at an angle not allowing the brake pad to have any holding power. He stated he replaced the pads and same issue. Repair has not been completed at this time.